Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of valve was stuck and broken was not confirmed. In addition to residual liquid or foreign material had come out of suction cylinder finding, the additional evaluation findings are as follows: due to damage on switch 1, water tightness was lost, air and water cylinder was deformed, suction cylinder was deformed, switch 1 had a leak, switch 1 had a cut, switch 1 was detached, suction cylinder had no color, switch itch box had a scratch, scope connector case unit had a scratch, plastic distal end cover had a scratch, adhesive around objective lens had discoloration, adhesive around light guide lens had discoloration, adhesive on bending section cover had a discolored area, and connecting tube had a wrinkle. The investigation is ongoing. Several attempts to obtain additional information were made however a response was not received. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope valve was stuck and broken. There were no reports of patient harm. During evaluation of the returned device, it was found that the suction cylinder had foreign material and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.